Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt was urinating blood on (B)(6) and notified the hospital on (B)(6). They readmitted the pt and started workup for potential pump thrombosis. The pt's ldh was reported to be elevated. Medication was administered for the potential pump thrombus. X-rays also showed that the pump moved and was causing the inflow conduit to be more anterior.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.